Event description:
It was reported by customer during emergency support program call that gas loss alarm on a cardiosave. No harm or injury to the patient was reported.

Manufacturer narrative:
Other contact phone number: (B)(6). (B)(6) rn, called the emergency support program line to request assistance with a gas loss alarm on a cardiosave during use. She reported the pump displayed an iabp gas loss message and was removed while the or team prepared the patient. Esp personnel could not troubleshoot at that time due to patient priority. (B)(6) later called back and explained the team did not use the help screen or iab fill key and could not restart therapy. The alarm was escalated, and concern about a recall led to pump removal. Esp personnel provided education on the alarm, causes, and proper response, noting earlier support may have prevented removal. The patient was stable and planned for iab removal the next day. (B)(6) agreed to return the device and appreciated the support. A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc per hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period more than 80 msec and deflation period more than equal to 250 msec. Gas loss cause is pump system malfunction.